Event description:
It was reported that during routine testing of the external pulse generator (epg), a self-test error message was discovered. The caller verified the error message, but could not duplicate the error. The device was returned to the customer and the caller will educate the customer on the error message. The epg was restored to service. No patient involvement was indicated as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).